Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review and power on self-test were performed. During the visual inspection, it was identified that the latch roller had damage. The cause of the damage is unknown. The latch roller was replaced and the pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged latch roller. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.